Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by drain complications and the presence of fibrin, which warranted hospitalization, antibiotic therapy, removal of the patient¿s pd catheter (not a fresenius product) and transition to hd. The pdrn attributed causality to an unspecified contamination event. Enterococcus faecalis is a normal inhabitant of the human gastrointestinal tract, and peritoneal enterococcal infections are usually the result of a touch contamination event or from a probable gi source. Klebsiella bacteria are normally found in the human intestines and are also found in human feces. According to the pdrn, the serious adverse events were related to a fresenius product(s) and/or device(s). Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a pd infection (cause unknown). During follow-up, the patients¿ pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of fibrin and drain complications. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with ancef for 21-days (route, dose, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for klebsiella oxytoca and enterococcus faecalis, and the patient¿s ancef was continued. The pdrn attributed causality to an unspecified contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). Although the timeline is unknown, the patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd). The patient is recovering and remains hospitalized as of (B)(6) 2025. Following discharge, the patient will continue to undergo hd on an outpatient basis.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a pd infection (cause unknown). During follow-up, the patients¿ pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of fibrin and drain complications. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with ancef for 21-days (route, dose, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for klebsiella oxytoca and enterococcus faecalis, and the patient¿s ancef was continued. The pdrn attributed causality to an unspecified contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). Although the timeline is unknown, the patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd). The patient is recovering and remains hospitalized as of on (B)(6) 2025. Following discharge, the patient will continue to undergo hd on an outpatient basis.

Manufacturer narrative:
Correction provided in h1.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized due to a pd infection (cause unknown). During follow-up, the patients¿ pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2025 with complaints of fibrin and drain complications. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with ancef for 21-days (route, dose, frequency not provided). The patient¿s peritoneal effluent culture result returned positive for klebsiella oxytoca and enterococcus faecalis, and the patient¿s ancef was continued. The pdrn attributed causality to an unspecified contamination event. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s). Although the timeline is unknown, the patient¿s pd catheter (not a fresenius product) was removed, and the patient was transitioned to hemodialysis (hd). The patient is recovering and remains hospitalized as of (B)(6) 2025. Following discharge, the patient will continue to undergo hd on an outpatient basis.